Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the suspected device was returned for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log (ehl). The visual and functional testing was performed. The dso seal detached was identified during testing. The allegation made by the complainant was confirmed. Replaced dso seal. The device passed all functional testing after the repair.